Manufacturer narrative:
(B)(4). The technical support engineer troubleshot the issue with the customer over the phone. The customer to replace the graphic user interface to breath delivery cable. Medtronic was not authorized to service the ventilator.

Event description:
The customer reported that an 840 ventilator generated a loss of communications error. The ventilator was not on a patient at the time of the event.